Manufacturer narrative:
Correction: the initial MDR reported an elective explant; this was not an elective explant, it was a surgical reject. This report is submitted on may 16, 2019.

Manufacturer narrative:
This report is submitted on march 27, 2019.

Event description:
Per the patient's surgeon, the patient's device was electively explanted on (B)(6) 2018 due to poor performance. The patient was re-implanted with a new device during the same surgery.